Manufacturer narrative:
Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window, stained end cap sticker, cracked battery tube threads and loose/protruded drive support disk. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 18.5 mmol/l at the time of the incident. Customer states the insulin pump had cracks across the threads. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.